Event description:
Boston scientific received information that during a routine follow-up, the device indicated an error code for a short circuit condition detected during shock delivery. The device memory noted a ventricular fibrillation (vf) episode with adequate shock. The shock impedance measurement was less than 20 ohms. All other measurements were appropriate. Boston scientific technical services (ts) and engineering reviewed the device information and concluded that even though the plasma fuse may be open, due to the shock into a shorted lead, the daily and manual shock impedances may still function and a high energy shock or cap reform may not deliver the required therapy. As a result, replacement was recommended. The device was explanted and the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead fault (fault code 1004] was recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault.